Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however, different screens were displayed randomly and some of touchscreen icons were not able to be selected (unresponsive) due to a defective touchscreen assembly. The device was able to obtain readings from sensor and tester however, the device cannot be used for monitoring due to the screen changing. The audible and visual status indicators were functioning. A service history record review reveals that this unit was in the field for over (5) months with no previous reported issues prior to this reported event.

Event description:
It was reported that after an sphb upgrade the radical 7 now randomly scrolls through a myriad of menu's independent of user control. Add'l info received from the customer indicated that "no high voltage equipment was in the room with the device. If I recall correctly, when I plugged in a demo plug, the display was correct, however, when the screen was touched or a button touched then the scrolling issue re-occurred." The issue was immediate. "I could briefly interrupt the scrolling process, (for greater than a second) then it continues to scroll, when I depressed the profile button". No pt involvement.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.